Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the impactor pad broke during surgery.

Manufacturer narrative:
Visual inspection of the device confirms that only one fragment was returned for review. Dimensions were found conforming to print specifications where measured. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found 4 additional complaints. According to the packaging insert with the device at time of manufacture, end of life is normally determined by wear and damage due to use. It was determined that this device was below the expected occurrence rate specified in the dfmea. Potential hazards from this problem occur are potential extension of surgical time and customer dissatisfaction. As the device was used in the field for an extended period of time and was returned measuring to print specifications, it is believed that the device left zimmer biomet control conforming. Therefore the root cause can be said to be wear and tear from use.